Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection on the affected unit via the naked eye revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the direct cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the micro air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA is open to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor would not infuse. The device was filled with fluorouracil and sodium chloride. The infusor was primed and connected to the patient¿s peripherally inserted central catheter. The device did not infuse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.